Event description:
Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.